Manufacturer narrative:
No unexpected blank display anomalies noted. Unit was received with watchdog alarm and frozen screen after boot up due to moisture damage on all electronic assemblies. Unable to perform insulin pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, excessive no delivery test, and operating currents measurement due to watchdog alarm and frozen screen. Cracked case at display window corners, minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was not reported. The insulin pump had a crack on the upper corner of the display. At one point the customer noticed moisture under the display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.